Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects neurological event and visual disturbances are known, observed, adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post acculink stenting procedure in the left internal carotid artery, the patient experienced amaurosis fugax of the left eye. Treatment included magnesium and deep vein thrombosis prophylaxis. The patient's condition continues but is improved. The patient was discharged home three days after the procedure. Though requested, there was no additional information provided.